Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the head end brake casters were worn and the screw in the hex rod was broken. The tech replaced the worn casters and replaced the hex rod to repair the stretcher.